Event description:
The customer tested her blood glucose using her contour meter and received a reading of 504 mg/dl. She went to the doctor and had her glucose retested and the doctor's meter read 137 mg/dl. No adverse events were alleged. The customer declined to troubleshoot or provide any reagent information since she stated she had a hard time seeing. The meter and test strips are to be returned for evaluation. Replacement products were sent to the customer.